Manufacturer narrative:
Additional information: as of (B)(6) 2016, the customer's blood glucose has been within target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) levels were in the low to mid 200s mg/dl. A bolus and insulin injection were used to address the bg level. As the customer was not currently experiencing an occlusion at the time tandem customer technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusions could not be performed. The customer reported to have the pump positioned against the skin. Cts advised the customer to keep the pump in a case.